Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a replacement procedure, the new implant exhibited noise and the pacing was inhibited. The reported device was replaced and the right ventricle lead was capped and replaced on (B)(6) 2019. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported field event of noise was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.